Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101100, m/l taper femoral stem, 61208851, 00620205422, trabecular metal modular cups, 61214932, 00801803202, cocr femoral head, 60441119. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00685, 0001822565 - 2018 - 00684. Remains implanted.

Event description:
It was reported that the patient is experiencing pain in the femoral area and burning sensation in lower back. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.